Manufacturer narrative:
The reported events failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were found intact and undamaged. Visual and x-ray examination of the lead found no anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and high impedance measurements. The ra lead was removed and replaced. The patient was in stable condition.